Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the loose connection on the solenoid assembly. A field service engineer reseated the cable connections to controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer, preventing user from removing the required medications and causing delays. The customer confirmed that the users were able to get the medications from the nearby stations. There were no adverse events or injuries reported based on this event.